Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex that was heavily calcified and 95% stenosed. After pre-dilatation was performed, the 3.0x18 mm xience v stent delivery system (sds), using the support of a guideliner catheter was advanced to the lesion; however, failed to cross. The sds was retracted with some resistance felt with the guideliner catheter. The same sds was able to be re-advanced and inflated at the lesion. It was not until after the guideliner was removed from the patient that it was observed the stent implant had dislodged and remained inside the guideliner catheter. A 3.0x12 mm xience v was used to complete the procedure successfully without further issues. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Although the sds was re-inserted into the anatomy, it does not appear that this contributed to the reported difficulties.